Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Verification of failure mode reported in the current manufacturing process was conducted as follows: (B)(4) samples were taken from the current production, the samples were inspected and the revised characteristics comply with the requirement. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reported the et tube deflated after insertion. Additional information was requested, but no additional information was available at the time of this report.